Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
The flow sensor was replaced by the end user which resolved the issue. There was no ge healthcare repair. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.